Manufacturer narrative:
(B)(4).

Event description:
It was reported that: "on (B)(6) 2026, an incident occurred with a female patient in the maternity ward. The tuohy needle in the kit bent very easily at its distal end during epidural insertion. Epidural insertion was very difficult and failed. The patient was reported as fine."

Manufacturer narrative:
(B)(4). Complaint verification testing could not be performed as no sample was returned for analysis. A device history record review was performed on the epidural needle with no relevant findings. The customer did provide photos that appear to show a bent epidural needle and lidstock. However, the potential cause of this complaint could not be determined based upon the information provided and without a sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported that: "on (B)(6) 2026, an incident occurred with a female patient in the maternity ward. The tuohy needle in the kit bent very easily at its distal end during epidural insertion. Epidural insertion was very difficult and failed. The patient was reported as fine."